Event description:
Open colectomy/ileostomy case. The staples did not close. The staple line was open, thus gross spillage of stool occurred in the abdominal cavity. The surgeon spent approximately 45 minutes over-sewing the failed suture line where the product caused a problem. A reload of staples were put in the stapler and it also failed to fire. Dr stated that he had a covidien stapler fail similar to this within the past month.